Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. High CT value suggests low viral load, possibly below the lod. Root cause: could not duplicate with retains. Source: email.

Event description:
1 reported discordant negative result when compared to pcr for a symptomatic patient (2 days post onset of symptoms). The result was reported as part of an evaluation study the customer conducted with data from multiple hospital sites. 2 lot numbers were in use but it is unknown which was used for this event.